Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the air sensor. Extended self test and performance verification passed.

Event description:
The field service engineer reported that unit gives vent inop error code 1012 at start up. The reported problem occurred during service; therefore there was no patient involvement.